Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced issues with the pump. Reportedly, the issue being described was regarding the pump fill estimate; however, the customer declined to perform troubleshooting and the reported issue was unable to be verified. There was no reported impact to the customer's blood glucose level.